Event description:
Patient undergoing percutaneous cholongiogram with ercp. Guidewire was passed percutaneously into the duodenum. During endoscopic retreival of the guidewire with a snare, the guidewire coil tip became detached from the inner mandral. The coil was retracted up through the endoscope while the mandrel was retracted through the percutaneous site during attempts to maintain patency of the guidewire. Directly following the procedure, and the next day, attempts were made to safely remove the wire coil unsuccessfully. Patient was referred to surgery for removal of the existing wire (approximately 50cm of uncoiled wire)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.